Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the target lesion was a chronic total occlusion (cto) located in the distal right coronary artery (rca) with heavy tortuosity and heavy calcification. The balance middleweight (bmw) elite guide wire was advanced to the lesion and a non-abbott microcatheter was used for support. No issues were noted during advancement; however during retraction of the non-abbott microcatheter, resistance was noted and both devices became stuck together. Both devices were retracted from the anatomy as a unit. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.